Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, documentation, drawings, instructions for use (IFU), quality control (qc), specifications and trends. The product was not returned for investigation. Qc instructions are in place to verify that the balloon surface is 100 % clear of defects. Also, to inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), verify catheter is smooth, clean, and free of damage. Each device is shipped with IFU, which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The user did not report what pressure the device was brought to when it ruptured, but this product has a rated burst pressure of 12 atm which is indicated on the device labeling and compliance card insert. The user did not state how they removed the device from the patient, however, if they attempted to withdrawal the device through an introducer/sheath, this could cause added resistance as balloon rewrap would be difficult after rupture. It was not stated if the balloon burst circumferentially or linearly, but a circumferential burst would make rewrap even more difficult if attempting to withdrawal through a sheath/introducer, thus this could have contributed to the difficult removal. The IFU states that if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. Without additional information or the returned product, it is difficult to determine a definitive root cause for the balloon rupture. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
According to the initial reporter, the advance 35 lp low profile balloon catheter burst completely and they were hardly able to retrieve it from the patient's body. Additional information has yet to be provided by the reporter.

Event description:
According to the initial reporter, the advance 35-.lp low profile balloon catheter burst completely and they were hardly able to retrieve it from the pt's body. Add'l info has yet to be provided by the reporter.

Manufacturer narrative:
(B)(4). The event is currently under investigation.